Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 17 jul 2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device "failed preventative maintenance, spring cal (calibration)". There was no patient involvement.

Event description:
It was reported that the device "failed preventative maintenance, spring cal (calibration)". There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device "failed preventative maintenance, spring cal (calibration)". There was no patient involvement.

Event description:
It was reported that the device "failed preventative maintenance, spring cal (calibration)". There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bent tube drive, front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp crakce handle, flange gripper wiper seal cracked. Calibrated. A review of the device history record showed the device had a manufacture date of 17 jul 2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the carriage assembly. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.